Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The balloon and cuff were removed. A new cuff was placed in virgin urethra and a higher pressure regulating balloon as placed. The patient had a good outcome. Product analysis was unable to confirm the reported urinary incontinence issues.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 800 cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing at 63.4 cmh2o. It is rated at 61-70 cmh2o. It performed within product specifications. No product malfunction was identified with the balloon component. An investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event (urinary incontinence) is included as a potential adverse event within product labeling. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 800 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint. B3: the exact event date is unknown.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The balloon and cuff were removed. A new cuff was placed in virgin urethra and a higher pressure regulating balloon as placed. The patient had a good outcome.